Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "continues to read malfunction." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone while on the high or low volume settings. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly.